Manufacturer narrative:
Qc was within specifications prior to the event. System check performed in 2007 was within specifications. No other assays were in question at this time. The specimens were collected in lithium heparin tubes without gel and centrifuged at 3,000 rpm for 10 minutes. The customer switched aspirate probes, changed a duckbill, and performed a system check after the erroneous results were obtained. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. (There is no information why pm was performed). The fse conducted system check and precision testing and results passed within specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results that were generated by the unicel dxl 800 access instrument . A patient sample (a) was tested for accu tni and results of 0.28ng/ml and 0.05ng/ml were obtained. The sample was re-tested for accu tni and two results of 0.37ng/ml were obtained. On the same day, a fresh sample (b) was collected from the patient and tested for accu tni. The initial result was 3.10ng/ml and three results were obtained upon repeat (0.05ng/ml,3.00ng/ml, and 1.23ng/ml). The customer then performed instrument maintenance, and re-tested samples (a-serum and a-plasma): plasma results were: 1.42 ng/ml, and 1.19 ng/ml. Serum result was 0.11 ng/ml. It is unclear if the erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.